Event description:
It was reported by medwatch during a routine dressing change on patient's (pt's) left upper extremity (lue) peripherally inserted central catheter (PICC) line, line noted to be broken right above the hub and leaking bloody/serosanguineous drainage. Line clamped above the level of the break, cardiac intensive care unit (cicu) app and attending dr. Notified. Ivt at bedside to assess. Line was originally placed is a 3fr 13cm CT compatible bard single lumen PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.